Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A reliant balloon was being used as an accessary device for an unknown endovascular treatment. It was reported, during the index procedure the reliant balloon burst while ballooning the flow divider section of the stent graft. As per the physician, the cause of the event cannot be determined. A new reliant device was then used to successfully complete the procedure. No additional clinical sequelae were reported, and the patient is fine.